Event description:
This report has been updated from serious injury to product problem. This report is based on information provided by philips sales representative and actual customer has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx. The customer reported that the defibrillation pads were not sticking properly to the patient¿s skin. The patient received 1st to 2nd degree superficial burns located at pad adhesion sites. The patient¿s treatment was antibiotics and a bandage. The in suspect pads were not able to be returned to philips for analysis. Philips did receive from the customer three videos. These videos were recorded after a patient¿s use of the philips product to showcase what the customer believed to be an issue with the pads. During the patient use event, the smart pads iii, primarily designed to work with heartstart fr3, was used with heartstart mrx were taken on the test process. Unfortunately, neither the pads used in the patient event, nor the pads demonstrated in the video were made available to philips for further investigation. Without being able to perform the failure analysis on the allegedly malfunctioning pads, no definitive conclusions or determinations can be made solely based on the sticky test shown in the video for which philps doesn¿t have specifications. While the videos indicate likely problems with the pads¿ adhesion, without access to the actual product for analysis, it is not possible to confirm or determine the cause of failure. There is no information within the customer description (attachments, descriptions, written text) regarding gel/burn issue that suggests that a life-threatening serious injury (the patient was treated with cream and dressing and required no hospitalization) resulted following the use of the defibrillator during patient use. The occurrence of burns is a known risk during cardioversion procedures (amber, 2006) and is described in the information for use (IFU). The mrx passed all tests and was returned to service. While the videos indicate likely problems with the pads¿ adhesion, without access to the actual product for analysis, it is not possible to confirm or determine the cause of failure. Based on the information available and the testing conducted, the issue was related to the pads. The engineer provided their analysis findings that the device passes all testing and was put back into service. It is not possible to confirm or determine the cause of failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional details have been requested.

Event description:
It was reported that on (B)(6) 2022 a patient received a 1st degree burn to 2nd superficial burn from the heartstart smart pads iii during a cardioversion. The staff reported that the pads were not sticking properly and that the provider placed paper tape around the edges (not across). Staff reported they tried to push the pads down but the pad would not stay. The patient was shaved and prepped for this procedure, the skin was clean and dry. When the pads were pulled off, a 1st to 2nd degree superficial burn was noted on the anterior pad on the patient. A burn and quality concern was reported was submitted to philips on 28dec2022. An rca was conducted on 04jan2023 to try to determine root cause. During the rca we learned that in the previous two weeks, three sets of pads had been used on two different patients. Those pads did not adhere as expected either. One of the patients was coding and the first set of pads needed to be replaced in the middle of the code as the first set did not stay on. It was noted that a line caught the pad and it pulled away. It was noted that the staff did not try new pads on the 23dec2022 case because they had been involved with the two prior incidents and felt the pads would not adhere properly as in previous cases. After the rca, we conducted a test of the lot number from the patient burned on 23dec2022 against another lot. We found that the pads did not adhere appropriately and as expected. The pads tented and also were easily pulled off with no tugging of the skin. The pads were tested on smooth skin and hairy skin. The hair was not removed when removing the pad. We noted that the adhesive pulled away from the pad and that the conductive material would tent.